Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 431 mg/dl, which was treated with manual injection. Customer had symptoms of bad headache and panting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that cannula was bent. Customer was advised that bent cannula may have contributed to high blood glucose. Customer reported that a "no delivery" alarm was not received. Customer was advised that tubing clamp would be sent in order to complete high pressure test.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to conduct the high pressure test after taking a break from using the insulin pump. Troubleshooting was conducted, and the pump passed the high pressure test.